Event description:
The manufacturer received information alleging the ventilator alarms during use and cannot operate normally. The device has not been returned to the manufacturer. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.